Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of even

Event description:
It was reported that the patient called emergency services and was transported by ambulance to (B)(6) on (B)(6) 2026, due to elevated blood glucose levels. The patient stated that while wearing the pod on the abdomen for approximately 25 to 36 hours, blood glucose levels reached approximately 500 mg/dl (27.8 mmol/l) with the cannula suspected to be blocked or dislodged. The patient reported experiencing hyperglycemia with high ketones, vomiting, and headaches. The patient indicated that the pod was removed prior to transportation to the hospital and insulin was administered via pen at home for correction. Upon removal, the pod¿s cannula was observed to be bent, and the adhesive was described as wavy. The patient reported that they were observed at the hospital for several hours without receiving active treatment, and subsequently experienced hypoglycemia due to the multiple correction doses previously administered. The patient stated that the healthcare professional indicated the diagnosis was suspected pod failure, although this was not confirmed with certainty. The patient was released the same day after a period of observation, and after ketone levels reportedly normalized.